Manufacturer narrative:
At time of pick-up a citadel plus bed frame, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism (all screws holding the panel to the side rail mechanism were pulled out). No patient was involved. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with circumstances in which the side rail was damaged, the customer explained that the damage of side rail occurred due to hit in the doorway at time of bed¿s transport. The person who transferred the bed did not know how to close the side rail extension which allows to extended the width of the bed. The instruction how to extend and close width adjustments is described in the citadel plus instruction for use (831.374_b). There is also indicated to ¿push in all width extensions prior to transport.¿ to conclude, the side rail was detached and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved when the issue occurred, no injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
At time of pick-up a citadel plus bed frame, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism (all screws holding the panel to the side rail mechanism were pulled out). No patient was involved. No injury was reported.